Event description:
It was reported that the external pulse generator powered off twice during use in demand mode. The patient was in sinus rhythm and there was no harm. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery contacts are compressed.